Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI is unknown. No product information has been provided to date. A review of the device history records showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No product sample was received; therefore, visual and functional testing could not be performed. The investigation of this complaint was done based on photo. On the photo it was shown that the print on adhesive labels and cartons is smudged. 316 pieces were found be still on hand in the distribution center and those pieces were inspected and reported defect was not found. This distribution center also confirmed that they have never seen such defect on any other product the root cause of the reported issue if the labels were smeared while in transit to the customer. No corrective actions are planned

Event description:
It was reported that the ink in barcode spread over the other area on outer packet of the device. No patient injury was reported.